Event description:
It was reported the device had a volume accuracy test requested. The event occurred during testing.

Manufacturer narrative:
Other text: one device was received for device evaluation. Visual inspection found the tamper seal was broken, a scratched lens, worn upstream occlusion (uso) seal, and a peeling downstream occlusion (dso) seal. There was no evidence of the reported problem in the device's event history log. To conduct functional testing three accuracy tests were performed. Upon testing, the reported problems were duplicated, the device was found to be overdelivering. To address the issue the expulsor was trimmed. The service history review identified an indication that the complaint was related to a service of the device outside of the review period. B3: unknown.